Manufacturer narrative:
The pipeline remains implanted in the patient. The device will not be returned for evaluation, therefore the event could not be confirmed and an event cause could not be conclusively determined.

Event description:
Medtronic received report that a pipeline device appeared twisted after placement. The patient received the pipeline implant and adjunctive coiling to treat an unruptured, saccular aneurysm in the left ophthalmic (c6) internal carotid artery (ica). The aneurysm had a dome of 9.1mm and neck diameter of 4.3mm. Parent artery diameter was 3.1mm distal and 3.2mm proximal to the aneurysm. It was reported that the pipeline appeared twisted, but complete wall apposition was achieved. The device remains implanted in the patient. There was no report of patient injury as a result of this event. The patient was discharged one day post-procedure with mrs and nihss of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.